Manufacturer narrative:
Other text: b3: month and year of event have been provided, day is unknown. D4: lot number, expiration date and h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during a pre-use check, water leaked from the equipment connection. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: (B)(6). One (1) photo was included for evaluation, picture shows product without its original packaging. One (1) device was received without its original packaging label, in used condition, and decontaminated inside a plastic bag. Per visual inspection, there was no evidence of delamination, damage or any discrepancies that could cause the failure mode reported. Per functional leak test, the unit passed the leak test. The reported failure mode is not confirmed. No other analysis was performed. A device history record (DHR) review could not be performed as the lot number was unknown. No action has been taken since the complaint was not confirmed.